Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent malfunction alarms. The customer would perform a pump reset to resolve the issue. Customer's blood glucose was in the 300 (mg/dl) range. Customer confirmed that an alternate method of insulin delivery was available.